Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the burning was still there only when leaning back in a chair or getting into bed. The patient also reported they did not feel any stimulation, but it must be there otherwise ¿it would not feel as good then they did at the time of placing it in them¿. No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that s ince being implanted there has been a burning sensation at the top of their battery in their body. They have always had a little bit of burning still since then. Since then its kind of always been there but yesterday it went awayand they also stopped feeling the stimulation yesterday. They do not think it is working anymore. They have not had a return of symptoms but are concerned because they stopped feeling stimulation yesterday and the burning sensation that they have always felt at the top of the implant also went away yesterday. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.